Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 0.55 ml of juvéderm® volift® retouch in the left side of the nasoblabial area. The next day (12 hours later), patient developed an area of vascular compromise at the left side of upper nasolabial line, infraorbital area and malar area. Patient treated with hyaluronidase, aspirin, dexamethasone and cialis to prevent tissue necrosis. Symptom is ongoing.